Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available.

Event description:
Material no.: 305110, batch no.: unknown. It was reported that during use of the bd precisionglide¿ needle the customer was unable to draw insulin from the insulin vial because of resistance. The following information was provided by the initial reporter: customer was unable to draw insulin from the insulin vial because of resistance.